Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulator failed and was zapping the patient's skull. It was also reported that it broke into pieces.